Manufacturer narrative:
The complainant facility returned one f160nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging the dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with some indication of blood contamination. Coagulated blood was noted beneath the non-cavity ID end screw flange. Gross visual examination of the sample did not identify any kinked, broken, looped, or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable inconsistency. Inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The reported complaint is confirmed as a fiber leak which was noted during bubble point testing. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the potting cut surface on the cavity ID end with an air flow rate of 57.0 cc/min. The leak was observed at approximately 230 degrees (with the dialysate port situated at 0 degrees). The dialyzer was subjected to disassembly where the leak identified during bubble point testing could not be identified. Further visual examination, subsequent to disassembly of the dialyzer, did not note any damage, voids, or irregularities. Note: once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product. As a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. Blood was noted in the dialysate effluent. The machine did not alarm. Estimated blood loss was 100ml. The patient had no adverse effects and no medical intervention was required. The patient completed her treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.